Event description:
Alleged the left intermediate siderail's "erring" is missing, causing the d-pin to fall out and allowing the siderail to partially hang down from the bed.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.